Event description:
It was reported that the patient experienced an allergic skin rash reaction following a device box change. Boston scientific technical services provided a materials list used in the manufacturing of the device and recommended that the physician perform allergy testing. No additional patient consequences were reported. Additional information regarding device information, hospital information, and resolution have been requested, but not yet received.